Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation, see attached image a001 and a002 in the complaint. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. Pre-existing conditions were noted on the per is osteoporosis. The reported device location was #29 (universal) and was used for approximately 13 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (61034512). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (61034512) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided, last name unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that implant at tooth site # 29 fractured. Implant was removed and site grafted. Patient returning for replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: loose crown.